Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the agent walked the caller through pairing the handset and tm90 communicator, and the patient turned the stimulation back on. The patient said, about 5 days after they put the interstim in they had been experiencing a feeling like they was sitting on a ball at the opening of the vaginal entrance. Their urologist took them back and thought it was a prolapse bladder diverticulum. They gave them a pessary and nothing helped. They went to an obstetrician gynecologist (obgyn). Shortly after that was when they got the shocks. They got two shocks from the stimulator. It was very uncomfortable on a pain level they would give it a 2 or 3. They went to the doctor around (B)(6) and that's when they turned it off.